Event description:
It was reported that a patient was revised to address a migrated xia 3 blocker at right-side l4 approximately three-months after implantation.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that a patient was revised to address a migrated xia 3 blocker at right-side l4 approximately three-months after implantation.